Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, iol found to have misalignment of the axis. Iol was exchanged due to misalignment of the axis. Additional information has been requested. Additional information received and stated that the, haptic in the posterior was broken and was inserted. Centering was not bad, so the surgery was completed as is. A few days later, the iol was re-operated for deviation and the iol was cut and removed. Postoperative results were not favorable, but were deemed acceptable.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. Iol adhered to surgical gauze. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. The remaining optic and one haptic met specifications when dimensionally measured for edge thickness and plan view, axis marks are within specification. We are unable to determine the root cause for the reported complaint "iol was explanted due to haptic broken". The product was subject to handling as the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).